Manufacturer narrative:
(B)(4).

Event description:
As the filter was deploying, one of the legs became stuck in the sheath. The filter then turned sideways when it was deployed. Physician retrieved the filter through the left groin with a 20f sheath. Another lp filter was placed without incident. Account reported that they felt tightness when using the blue pusher.